Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported an air detected in cassette warning in fill 3 of 4. The warning occurred three times. Patient canceled treatment and when the cassette was removed from the cycler there was fluid found in the pump module area and on the exterior of the cassette. In a follow up, the patient's pd nurse reported that there was no harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler. The cycler is not available to return as a sample product.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported an air detected in cassette warning in fill 3 of 4. The warning occurred three times. Patient canceled treatment and when the cassette was removed from the cycler there was fluid found in the pump module area and on the exterior of the cassette. In a follow up, the patient's pd nurse reported that there was no harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler. The cycler is not available to return as a sample product.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported an air detected in cassette warning in fill 3 of 4. The warning occurred three times. Patient canceled treatment and when the cassette was removed from the cycler there was fluid found in the pump module area and on the exterior of the cassette. In a follow up, the patient's pd nurse reported that there was no harm, adverse event or intervention due to the fluid leak event. The patient did receive a new cycler. The cycler is not available to return as a sample product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.